Event description:
Caller reported customer passed out at 6:00 am. Paramedics were called and customer was taken to the emergency room (ER). Emergency medical technician (emt) device = 55 mg/dl. Blood test results at the hospital = 55 mg/dl and venous test on another device = 43 mg/dl. Customer ate breakfast at the hospital and was released. Customer's medication was changed. Caller alleged device reads lower than hospital device. No controls were used. A request was made for return product and replacement product was sent.